Event description:
The lay user/patient contacted lifescan (lfs) another country in 2007 alleging her one touch ultra2 meter was giving the apply sample message. The patient has not been able to obtain a test result on the meter since approximately eight days earlier, (she was never able to obtain a result on this meter since she has had it). She only tests her blood glucose once in the morning (fasting) and is on oral medication (2 pills every morning -avandamet and euglican, and 2 pills every evening - avandamet and euglican). Her regimen was recently changed in early september after she obtained an hba1c result of 8.7%. She was previously taking euglican 3 times a day. The patient reported that on five days later at 11:00am, she was not able to test her blood glucose in the morning due to the alleged issue. She was asymptomatic at the time and took her oral medications. She then went to the supermarket and while there, she could not walk anymore and was feeling weak and faint. She received assistance from the supermarket workers who gave her water and sugar. About 15 minutes later, she was able to walk back home. She did not attempt to test after coming home since she was waiting for her daughter to come to help her out with the meter. The next day, at 11:30 am, she was not able to obtain a result due to the issue again. She felt well and therefore decided to go out. However, she experienced the same symptoms again (weak) while crossing the road and was helped by non-professionals who gave her sugar to eat and coca cola to drink (she carries the drink with her in her handbag). The patient does not carry her meter with her when she goes out and she is not used to testing when she feels weak during the day. The patient's daughter, who is a doctor, advised her that the new oral regimen was probably too strong for her and may be the cause for her symptoms. The patient also mentioned that she had never experienced these or any other hypoglycemic symptoms prior to these two days. One day later, the issue was resolved with troubleshooting. The patient's testing technique was incorrect (use error). The day after, she tested herself and obtained a result of 52 mg/dl. While feeling weak. She also visited the doctor that day, who decreased her oral medication. On the following day, when the patient tested in the morning, she got a result of 83 mg/dl with no symptoms. The doctor had also advised her to not take her euglycan oral medication when her blood glucose is less than 100 mg/dl. This complaint is being reported because the patient claimed she was not able to test her blood glucose due to the alleged issue prior to both hypoglycemic events. The patient further alleged that she required assistance from others to treat her hypoglycemic episodes.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.